Manufacturer narrative:
Problem code captures the reportable event of working channel sleeve protrusion. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy, ablation and stent placement procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the physician placed a guidewire and advanced the spyscope over the wire. While the physician was advancing the spyscope, the working channel sleeve protruded. Reportedly, no part of the spyscope ds device detached and there was no accessory device inside the spyscope ds when the working channel sleeve protruded. The procedure was completed with the original spyscope ds device. There were no patient complications reported as a result of this event.